Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's implantable cardiac defibrillator exhibited undersensing. It was noted that the device was programmed to long and inappropriate mode switching. The patient was stable. No further information was available.

Event description:
New information notes that it was a simple programming issue and was resolved.